Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer called to report damage to the insulin pump. Customer reported that there is a dark spot in the middle of the screen. Customer reported that she cannot read the display screen. Customer reported that she is experiencing high blood glucose levels. Customer's blood glucose reading at the time of the incident ranged from 360 mg/dl to 450 mg/dl. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
Unit was received with minor scratched lcd window, cracked reservoir tube lip and bleeding lcd glass.